Event description:
Employee was removing a reusable isolation gown and removed their gloves. Experienced a lot of static electrcity, then they used the alcohol gel, touched metal door knob and spark ignited, causing a flash of flames on employee's right hand. Had first degree burn to hand. Hair singed and hand reddened.